Manufacturer narrative:
Patient weight is unknown. Exact date of post-operative non-union and onset of pain is unknown. (B)(4). Per facility, the complainant parts will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a valid lot number, a review of the device history records could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm variable angle-locking compression plate (va-lcp), a 2.4mm lcp, and eleven (11) screws were removed due to non-union of the right clavicle. The patient originally sustained a fracture to the right clavicle on an unknown date and was implanted with plates and screws on (B)(6) 2015. Subsequently, the patient experienced pain and delayed healing. All of the original hardware was removed intact during the revision procedure on (B)(6) 2016. The patient was revised to an unknown construct. The procedure was completed successfully with no reports of surgical delay or additional medical intervention. This report is 13 of 13 for (B)(4).